Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that at kit inspection the mesher was found with a deformed comb needing repair. No adverse events were reported as a result of this malfunction. There was no patient involvement, no harm, no delay.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the comb was damaged. The comb was replaced and resolved the reported issue. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.